Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 5f mynx control vascular closure device (vcd) ruptured during preparation. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The mynx vcd was prepped according to IFU instructions. The deployer was mynx certified. Hemostasis was achieved using another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was closed. The sealant was noted to have been exposed to blood. The syringe and the procedural sheath were not returned with the device. Per functional analysis, a leak test was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification reveals a taper-to-taper tear in the balloon, approximately 2mm from the balloon neck. A product history review of lot f2104002, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of 5f mynx control vascular closure device (vcd) ruptured during the preparation. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The mynx vcd was prepped according to IFU instructions. The deployer was mynx certified. Hemostasis was achieved using another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device will be returned for evaluation.